Event description:
During an atrial fibrillation ablation, a farawave catheter was selected for use. While irrigating the catheter with a continuous flow, the nurse observed saline leaking from the proximal part of the irrigation lumen. Despite reconnecting the saline injection twice, the leakage persisted. To confirm the source of the leak, a large syringe was used to flush the catheter, which again resulted in leakage from the proximal part of the irrigation lumen. The catheter was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon device return and inspection, it was observed that the strain relief was detached from the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. The manufacturing deficiency conclusion code was selected for the finding of strain relief/luer detachment, which is assumed to be the reason for the reported allegation. This type of issues is related to a lack of adhesive between parts.

Event description:
During an atrial fibrillation ablation, a farawave catheter was selected for use. While irrigating the catheter with a continuous flow, the nurse observed saline leaking from the proximal part of the irrigation lumen. Despite reconnecting the saline injection twice, the leakage persisted. To confirm the source of the leak, a large syringe was used to flush the catheter, which again resulted in leakage from the proximal part of the irrigation lumen. The catheter was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.